Event description:
Found during test. According to the reporter, when device is turned on it has a flashing service wrench. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control provided an estimate to the customer for repair. Customer declined to have the device repaired since it is out of warranty.